Manufacturer narrative:
Motor error alarmed during basic occlusion test due to faulty back pressure sensor (gold). Unable to perform occlusion, prime/delivery, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Pump was programmed to alarm low reservoir. The low reservoir alarm functioned properly. No unexpected low reservoir alarm noted during testing. Unit was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, cracked on battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided. Review of the insulin pump's alarm history showed that multiple motor error alarms and two no delivery alarms had occurred within the last 30 days. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.